Event description:
It was reported that a malfunction code, identified as malf 9, appeared on the customer's device. There was no reported impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and after the reset, the device functioned normally with no recurrence of the malfunction. The customer was instructed to continue using the pump and to report back if the issue reoccurred, which the customer understood and acknowledged.